Manufacturer narrative:
On november 8, 2021, the mentor failure analysis lab received the device for evaluation. On november 15, 2021,, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 550cc breast implant was found to be ruptured. In addition, an anomaly was observed on the edges of the tear consistent with a shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (lot-5979768). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 550cc mentor memorygel breast implants, elected for larger breast implants and underwent revision surgery on (B)(6) 2021. During the surgery, it was discovered that the right breast implant has ruptured spontaneously. Subsequently, both the right and left implants were removed and replaced with the following implants: (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 7481256 sn: (B)(4) and (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 7638946 sn: (B)(4).

Manufacturer narrative:
On december 20, 2021, mentor received additional information indicating that during the revision surgery on (B)(6) 2021, the patient desired implant exchange with uplift and was also diagnosed with right breast ptosis along with the right breast implant rupture. The patient also underwent bilateral mastopexies along with the removal and replacement.